Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on an unknown date. According to the complainant, post procedure, the patient experienced persistent infections and severe abdominal and vaginal pain. The exact nature and date of onset of these symptoms are unknown. All other information is unknown and reportedly unavailable.